Event description:
It was reported via social media that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). At an unspecified time post implant, a thrombus was identified on the closure device. No patient complications were reported.